Event description:
Literature: malhotra t, rosenzwieg I. Baclofen withdrawal causes psychosis in the otherwise unclouded consciousness. J neuropsychiatry clin neurosci. 2009;21(4):476. Summary/ reportable event: this article presents a case report of a pt receiving intrathecal baclofen (itb) therapy. The pt inadvertently received a dose 20 times higher than the usual daily dose. The pt became progressively drowsy and unresponsive (glasgow coma scale=3). The pump was stopped, and within 24 hours, the pt had regained consciousness and stabilized, but developed vivid visual, auditory, and tactile hallucinations. The pt also experienced intensive feelings of derealization depersonalization and appeared to have developed a complex paranoid delusional system. Assessment reported schneiderian first-rank symptoms. The pt was otherwise cognitively intact, fully oriented, and had retained attention. No disturbed autonomic parameters were noted. A withdrawal reaction was diagnosed and baclofen was reintroduced. Although the pt's mental state improved, the elaborate delusional ideation and feelings of depersonalization continued and risperidone, 1mg at night was started. Over days, further improvement was noted, and eventually the risperidone was stopped. The pt was following in the psychiatric outpatient clinic after discharge and continued to report some altered perceptions and paranoid overvalued ideation, but no frank psychotic symptoms were noted during the next few months.

Manufacturer narrative:
(B) (4) (drowsiness).